Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 588mg/dl. The customer stated that he had to treat himself for high glucose after being hospitalized. Troubleshooting was performed. The time and date on the insulin pump were correct. The customer stated that he changes the infusion to resolve the problem. The basal and bolus matched to the daily totals. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further information was provided.